Manufacturer narrative:
(B)(4). The device history record and sterilization record for this lot have been reviewed and found to be in compliance. Unopened product from the same lot was returned and found to be within specification. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As initially reported by an eye care professional (ecp) on (B)(6) 2014, a patient experienced an unspecified eye infection and was treated in an urgent care setting. Additional info received by the reporting ecp on (B)(6) 2014 clarified that the event occurred on (B)(6) 2014 and involved the left eye. The patient experienced symptoms of severe pain/discomfort, severe redness, and mucopurulent discharge. A biopsy was performed, but the results were not known by the ecp. It was reported that a corneal ulcer with an unspecified location was seen upon examination at the urgent care facility. The patient was prescribed hourly dosing of unspecified antibiotics and ceased contact lens wear during this event. It has been reported that the event has resolved.